Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('since the placement lower abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("since the placement recurrent hemorrhagic menstruation") and back disorder ("since the placement back problems"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, menorrhagia and back disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, back disorder and menorrhagia with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.